Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the threaded end of the plastic cone tip cracked off, could not be found, and may still be inside the patient's leg. They attempted to retrieve the piece, but never found it in the leg tunnel. They did not extend the incision. They completed the harvest successfully and closed the incision as normal. The product was retained by the hospital.

Manufacturer narrative:
Method - the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no non-conformance which could be contributed to this failure mode. (B)(4).